Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim device was used during a colpopexy procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached as the suture was pulled through the sacrospinous ligament while implanting the second leg and it was left inside the patient. The physician used an eyed needle to pass the suture and fixed the mesh on the iliococcygeal fascia. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.